Manufacturer narrative:
It was reported that the presidio 10 cere 7mmx30cm coil (pc410073030/c32147) stretched. There was no adverse event reported, and the product was expected, but to date has not been returned for analysis. The coil was returned intact and undamaged with the secondary winding intact. No manufacturing defects were found. No coil stretching was found as was reported by the end user; therefore the root cause of the coil stretching cannot be determined. Located 93.0 centimeters off the distal tip of the microcatheter the core wire protrudes outside the sheath. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been severely damaged with the damaged edges raised above the surface plane. The locking mechanism has compression and stretching damage. No manufacturing defects were found. The most likely contributing factor to the unsheathing and unlocking difficulty may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the return of the unidentified microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported event was not confirmed, since the coil was not stretched. However, additional damages were found during analysis, but the cause of the damages could not confirm since no further information was provided. Additionally, review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
It was reported that the presidio 10 cere 7mmx30cm coil ((B)(4)) stretched. There was no adverse event reported, and the product was expected, but to date has not been returned for analysis. The devices was not returned, therefore the root cause of the events cannot be determined. A review of the manufacturing documentation associated with the lots presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product was not received for analysis, and without the product, the reported event could not be confirmed. Additional with the limited information provided, it is not possible to determine the cause. Review of the lot revealed no anomalies during the manufacturing and inspection process that can be associated with the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product was received for analysis.

Event description:
It was reported that the presidio 10 cere 7mmx30cm coil ((B)(4)) stretched. There was no adverse event reported, and the product will be returned for analysis.

Manufacturer narrative:
(B)(4). (B)(6), the product is not available for analysis, and additional information will be submitted within 30 days of receipt.